Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set's tubing became kinked, requiring a full change of the cassette, tubing, and infusion site. There was patient involvement, and no patient harm / injury reported.